Manufacturer narrative:
(B)(4).other device used:catalog #unk, unknown zimmer liner, lot #unk.this report will be amended when our investigation is complete.

Event description:
It is reported the patient's head and liner were revised due to wear. During surgery, it was discovered the patient had trunnionosis.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. No DHR review or complaint history search can be performed, as part and lot information was not provided. The devices are used for treatment. Surgical notes were not provided. X-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reported device combination is a compatible combination of devices. With the information provided, a definitive root cause cannot be determined for the corrosion.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the components is unknown. No DHR review, compatibility, or complaint history search can be performed as part and lot information was not provided. The devices are used for treatment. Surgical notes were not provided. X-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided, a definitive root cause for the corrosion remains unknown.